Manufacturer narrative:
The company rep examined the system and replaced the vent and irrigation solenoid spacers on the fluidics module. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that during cataract surgery a system message was displayed. The procedure was completed on the same day by exchanging systems. There was no harm to the pt reported.